Event description:
Removal of dental implant. The clinician reported implant was placed in 2005 in d3 cortical bone and removed two months later. The initial stability is not good and there is the infection on the cortical bone nearby the fixture. The clinician identified the reason of removal as failure-to-osseointegrate resulting from the bone quality and quantity insufficient and infection.

Manufacturer narrative:
The implant was received with a cover screw attached to it and the implant was not fractured. The implant was examinded under 10x magnification and no thread defects were noted. The implant was then compared to a l0250 rev 10/03 radiographic template and was determined to be a d4mm x 12mm implant.